Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07-aug-2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and a cracked battery compartment. There was moisture corrosion reported in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was moisture corrosion found inside the battery compartment. Leak testing showed a leak at the battery compartment crack. During investigation, the pump was unresponsive with no power. Further testing was not able to be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.